Manufacturer narrative:
The suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
The reporter stated, that the unit does not infuse at the correct rate. There was no patient injury or treatment associated with this event.